Event description:
The customer reported a fluid leak from the cartridge chemistry (cc) sample probe of a unicel dxc 800 pro synchron system while operating the instrument. The leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Prior to the arrival of the field service engineer, the customer had replaced the cartridge chemistry (cc) sample probe collar wash valve to correct the leak. The field service engineer evaluated the instrument and found no additional leaks or issues with the cc sample probe. The field service engineer verified instrument operation. (B)(4).